Event description:
As reported by the distributor: 1 unit without product identification in different language. No patient involvement.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. Imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation found the traxcess 14 guidewire box was returned without a 27 languages label, which is consistent with the customer provided images and the alleged product issue.

Event description:
As reported by the distributor: 1 unit without product identification in different language. No patient involvement.